Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 6) occurred with multiple cartridges. The customer's blood glucose level was not impacted. Reportedly, the customer was able to load a new cartridge successfully and indicated that the pump would be used until the replacement pump is received.